Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. Failure analysis was unable to verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken battery tube threads, missing end cap sticker, broken belt clip slot, cracked case at reservoir tube window corner and cracked reservoir tube.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported they were unable to prime the insulin pump. Customer's blood glucose was 243 mg/dl. Troubleshooting found the customer's drive support cap appeared to be sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.